Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Precise adherence to the device preparation and intraocular lens (iol) implementation, precautions, and directions for use sections in the [company aspheric uv absorbing iol with the company automated pre-loaded delivery system product information] document is critical for optimal iol delivery, avoiding potential damage to the iol, cartridge, or both. Although the root cause of the reported event remains undetermined, this document identifies several factors that, individually or combined, could potentially contribute to an outcome similar to the reported event. These factors include, but are not limited to: 1.improper ophthalmic viscoelastic device (ovd) use: the cartridge should be filled with a qualified ovd product until visible in nozzle tip. Insufficient ovd volume and/or use of a non-qualified ovd may lead to inadequate coverage of the iol and cartridge lumen potentially causing iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. 2.incorrect ovd temperature: ensure both the device and the qualified ovd reach operating room temperatures (between eighteen degrees celsius (sixty-four degrees fahrenheit) and twenty-three degrees celsius (seventy-three degrees fahrenheit) by equilibrating for 30 and 20 minutes respectively. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. Warmer temperatures may cause the iol to become more pliable, affecting proper haptic folding during insertion and unfolding after delivery. 3. Excessive dwell time: implant the lens within one minute of reaching the designated pause location on the cartridge nozzle. Leaving the iol in that location for more than one minute can increase the risk of iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. For complete product use information, including additional factors that could influence optimal iol delivery outcome, refer to the product information document referenced above. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacy technician reported that during cataract surgery with intraocular lens (iol) implantation, the surgeon experienced problem with front (distal) haptic which was going behind the implant (iol) and sticking. The surgeon was unable to remove the haptic. The surgeon hopes that after operation the haptic will come off, otherwise he would have to explant the lens. Currently, the lens remains implanted. According to the additional information received, the surgeon believes that over the last two or three months, the company preloaded device behavior has changed, as if the optic was now slow to unfold, with the distal haptic taking advantage of this by deploying itself to pass under the optic, requiring new vigilance, and often a maneuver with a micro manipulator to free it from under the implant. The surgeon has a great deal of experience in fitting this implant, and believes that there has been a technical modification to the cartridge materials. The surgeon couldn't think of any other explanation than this for these events.